Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced painful stimulation. They felt pins and needles and burning in their left foot. They also felt pain in their left buttocks. The event occurred during normal use. They did not state any environmental/external/patient factors that may have led or contributed to the issue. When asked to describe diagnostics/troubleshooting performed, they stated the patient was asked to turn off the device and call their physician. They turned off the device and their pain went away. They turned it back on and the pain returned. They had reached out to the physician, but did not have an appointment at the time of the report. The issue was not resolved at the time of the report. The patient stated they had previous back problems and sacroiliac joint issues.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hxqm serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the tingling in the wrong location was determined. The patient stated this was present when device was turned on. The healthcare provider (hcp) did a surgery and placed a new lead on (B)(6)2022. The issue was resolved. No further complications were reported.